Event description:
A malfunction alarm was reported due to a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the error code did not appear again. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and accepted.